Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital discarded the device.

Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery (gda) using pod packing coils (podjs). During the procedure, the physician successfully placed a ruby coil using a non-penumbra microcatheter. The physician then felt resistance while advancing a podj to the target vessel and was unable to get the podj to form in the vessel; the podj was causing the microcatheter to kick out of the target location as it was advanced. The physician therefore removed the podj. The procedure ended at this point. There was no report of an adverse effect to the to the patient.